Manufacturer narrative:
Device manufacturer date unk, as lot number was not disclosed.

Event description:
It was reported that while the physician was trying to pull back the coil (subject device), the coil prematurely detached inside the microcatheter. The procedure was stopped and there was no reported clinical consequence to the pt.